Event description:
It was reported that the 9600 system had a regulator failure and charge failure error message during a case. The procedure was not completed. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The lemo pin connector, interconnect cable, and battery were replaced during the service call. The system was tested and found to be working as intended and put back into service.